Event description:
Ongoing conditioned response to the "foul taste and smell" sensation with central line flushes with this product prior to weekly chemotherapy. Recurrence on re-challenge. No symptoms reported when alternate nacl flush product was used.